Event description:
The physician was treating an av fistula. The evercross was brought to 22atm (rated burst pressure for the evercross is 14 atm), and upon removal of the balloon the catheter, the shaft completely separated. All equipment was able to be removed from the body via the wire. No snares were needed as the entire system was removed on the wire. Investigation of the returned device found that the catheter was returned in two pieces but was missing a portion of the balloon chamber material.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.